Event description:
Reportedly during graft lysis, the catheter was passed into the proximal brachial artery in retrograde fashion, when making turn into fistula, the balloon ruptured. When the catheter was pulled out it fractured. A snare catheter was used to retrieve the broken catheter. No report of permanent pt injury, pt has been discharged from the hosp.